Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the farawave catheter air continues to come in through the sheath flushing port. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer defects were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the farawave catheter air continues to come in through the sheath flushing port. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.